Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient experienced acute symptoms, including being violently sick, difficulty breathing and inability to stand. The patient called an ambulance and was transported to the emergency room, where the patient remained hospitalized for about 24 hours, until (B)(6) 2025. Upon admission, the patient was found to have ketones at 3.2 mmol/l and reported blood glucose levels greater than 13.9 mmol/l (250 mg/dl) although no specific readings were provided. The patient confirmed wearing the pod on the back for between 5 and 24 hours at the time of the incident. A healthcare provider instructed the patient to remove the pod and stated with uncertainty that there was a possibility of bubbles in the pod, and the patient discarded it at the hospital. During hospitalization, the patient was treated with intravenous drip (composition unknown to the patient) and later administered insulin. The patient also reported experiencing low blood pressure during treatment. Following the event, the patient temporarily stopped using the pod but has resumed since.